Manufacturer narrative:
E1 initial reporter facility name, city: (B)(6). The device was returned for analysis. Visual inspection revealed imaging core wind up beginning 27cm from the distal end of the connector shaft, severe kinks in the sheath and imaging window, and imaging window twist. Impedance testing showed an electrical open at proximal wave form.

Event description:
Reportable based on device analysis completed on 8 sep 2023. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion the image was lost before the lesion was reached. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed a twisted imaging window.